Event description:
Caller reported a malfunction on the pump, which was indicated by the malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by cts in resetting the pump, and the malfunction code did not recur after the reset.